Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 1 month. A portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. The lvad is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that the patient experienced low speed alarms while connected to the power module. It was noted that the primary system controller's black and white cables were covered with electrical tape and had palpable and almost exposed wires. The patient reported the system controller was approximately 4 years old. The primary system controller was replaced in clinic on (B)(6) 2016. The patient also had rescue tape throughout the external portion of the percutaneous lead and a clamshell in place. X-rays were reviewed and no issues were observed. The alarms reportedly recurred immediately after the patient re-connected to the same patient cable at home after system controller exchange. The patient switched to battery power and did not receive any further alarms. The patient cable was exchanged on (B)(6) 2016. On (B)(6) 2016, pump stoppages and low speed alarms with pump powers up to 31.5 watts were observed upon log file review by the manufacturer's technical services representative. The patient underwent an external percutaneous lead replacement the same day without incident. After the replacement, when the patient was connected to the grounded patient cable, an immediate red heart pump stoppage alarm occurred. The patient was connected back to batteries and the alarms continued, so the patient was then placed on an ungrounded patient cable. The pump would not re-start until the system controller was exchanged to the back up system controller. The pump was off for a period of a few minutes and the patient was briefly lightheaded during this event. The patient underwent a pump exchange on (B)(6) 2016.

Manufacturer narrative:
Approximately 13 inches of the replaced distal end/external portion of the percutaneous lead (lead) was returned for evaluation. Continuity testing of the replaced portion of the lead found all wires to be electrically intact. Visual examination and high potential testing of the underlying wires found no area of compromised wire insulation. The pump was returned with the lead cut at the terminus of the pump end bend relief, approximately 2.5 inches from the pump housing. Approximately 14 inches of the internal portion of the lead was also returned. The remainder of the lead was not returned. Continuity testing of both lead segments found all wires to be electrically intact. The lead segment extending from the pump housing was examined and appeared unremarkable. Examination of severed internal lead segment revealed an area of shield breakdown approximately 3-4 inches from the proximal end of the segment. Removal of the outer layers of the lead revealed breaches to the brown and orange wire insulation in this location. The observed wire damage appeared to be the result of fatigue due to abrasion against the braided shield. The damaged area would have originally been located approximately 5.5-6 inches from the pump housing. If any of the exposed conductors contacted the braided shield while the system was operating on a tethered power source, such as the power module, the resulting short to ground would have resulted in the reported low speed and pump stop events. The reported event could have also been caused by a phase to phase short, which would occur if the exposed conductors of the brown and orange wires made direct contact with each other or simultaneous contact with the braided shield while the system was operating on tethered or battery power. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.